Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified. This occurred during therapy in drain cycle 2. The patient's ultrafiltration (uf) reading was 1584 ml, which indicates that the home patient (hp) drained 1584 ml more than the largest prescribed fill volume of 2600 ml. This meant the total drain volume was approximately 4184 ml, which meets the iipv criteria. No patient injury nor medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure nor malfunction of the device was identified. The iipv was confirmed by review of the logs. The cause of the iipv was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.